Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-00102 for the patient return grounding pad, and manufacturer report # 3005099803-2012-00144 for the rf 3000 radiofrequency generator. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and four patient return grounding pads were used during a renal radiofrequency ablation procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the operator realized that the patient had a prosthetic knee. Therefore, all four pads were placed on the patient's right leg; two on the inner thigh and two on the calf. As a result of the pad placement, a p2 error message occurred which halted the generator at 120 watts. The procedure was not completed at this time. Reportedly, the patient sustained a second degree burn on his inner thigh, which was confirmed to only be under the second pad. The burn was treated medically using a ¿fatty sticking-plaster¿. Additional follow up reported that the patient¿s burn has been resolved.